Event description:
It was reported that the patient implanted with this pacemaker and non-boston scientific right atrial (ra) and right ventricular (rv) lead developed an infection at the implant site 11 days post implant of the pacemaker. The patient was prescribed antibiotics and was referred for potential system explant. No additional adverse patient effects were reported. Available information indicates this device remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker and non-boston scientific right atrial (ra) and right ventricular (rv) lead developed an infection at the implant site 11 days post implant of the pacemaker. The patient was prescribed antibiotics and was referred for potential system explant. No additional adverse patient effects were reported. Available information indicates this device remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the incision site appears to be healing and the physician plans to continue monitoring at this time. The physician felt that the infection was not related to the device, however, was related to a patient condition. The patient was noted to have a high risk of infection as a non-boston scientific device was previously removed due to a left sided infection. This device is a right sided implant. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.